Manufacturer narrative:
The actual guidewire sample was received for evaluation. The infectious status of the actual sample was not confirmed; therefore, the inspection was performed through the plastic bag. Visual inspection revealed that the urethane coat had come off and everted in the distal direction. Magnifying inspection of the distal end of the proximal portion of the urethane coating revealed that it had been severed diagonally and the surface was smooth. Considering the description of the event, it was conceivable that the concurrently used metal needle may have come into contact with that area. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that during the procedure, the actual sample in a situation where its distal end was exposed to the distal end of the concurrently used metal needle was pulled in the withdrawal direction, which resulted in the peeling of the urethane coating. Subsequently, when the actual sample was pulled further, the eversion of the urethane coating occurred. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved single use guidewire was used in combination with a needle in an endoscopic ultrasound-guided hepaticogastrostomy (eushgs) case. A part of the coating on the distal area got damaged like hangnail and fell off in the bile duct. The fragment was impossible to be removed and remains in the patient. The patient's condition does not seem to be good. Waiting on spontaneous discharge of the fragment without any additional treatment. The procedure was completed successfully.